Manufacturer narrative:
After reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process (including final inspection and packaging process) of the lens, but there is no direct evidence that leads to the root cause of this complaint. Visual inspection of the returned product found a black speck on the lens surface. There was no visible damage to the lens. The lens was returned in liquid. Based on the complaint history, work order search, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No - lens not returned. Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated a cc4204a collamer single piece lens, +23.5 diopter, was opened and while the technician attempted to insert the lens into the injector, the technician noted a black speck on the lens that could not be removed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Per investigation, likely due to use of device but cannot verify at this time. Claim# (B)(4).